Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia, with glucose readings of 58 mg/dl on cgm and 66 mg/dl by fingerstick, after which the user self-treated and glucose levels rose while the agent reviewed logs and obtained the blood glucose questionnaire; education was provided on meal announcements and sizing. Symptoms included low blood glucose. Outcomes included resolution without escalation after oral carbohydrate intake. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and no component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.